Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Event description:
Customer's mother reported via phone call that their reservoir compartment was popped off. The customer¿s blood glucose level was 120 mg/dl to 150 mg/dl, 68 mg/dl, 169 mg/dl. The customer also stated that insulin pump had cosmetic damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer also reported that the they received calibration errors. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.